Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the mobile cgm application screen froze on the dexcom logo. No product was provided for evaluation. The complaint confirmation of the application display screen froze could not be determined. A root cause could not be determined.